Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe had a mark contacted with the grasping section. The grasping section had a mark contacted with the probe. The tissue pad of the subject device was not separated but severely worn and partially split. The device history record was reviewed and found no irregularities. Based on the past similar cases, it was known that the tissue pad was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The above device handling has warned in the instruction manual as follows: do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During a transabdominal preperitoneal repair, two sb-0535fcs ware used. In the procedure, the tissue pad of the first sb-0535fc was separated and probe damage error (u504 error) occurred. The user replaced it with second sb-0535fc. The intended procedure was continued with second sb-0535fc. The tissue pad of the second sb-0535fc was separated and probe damage error (u504 error) occurred. The intended procedure was completed with another device. There was no patient injury reported. As a result of evaluation for the subject device, olympus medical systems corp. (Omsc) found that the tissue pad of the first sb-0535fc was severely worn. In addition, the tissue pad of the second device was not separated. This is the report regarding the severely worn tissue pad of the first sb-0535fc.